Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (error b40) could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that this phenomenon was attributed to the failure of the printed circuit board, which might be caused by overcurrent because less than one year had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon occurred due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure using the subject device at the user facility, it was found that the unspecified error was displayed on the monitor. At that time, the patient was not under anesthesia. The user facility replaced the subject device to another device to complete the procedure. Olympus (B)(4) checked the subject device and found that the error b40 which indicated the subject device was damaged occurred. There was no report of patient injury associated with this event.